Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was not rebuilding the generator interface board. The x-ray controller was replaced and new calibration files were uploaded. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system would not boot up. No pt injury was reported.